Event description:
A micro-driver rx coronary stent system, length 14mm, diameter 2.5mm, was used to treat a lesion in a pt. It was reported that the stent was lost during the procedure. The pt was cat scanned all over but the stent was not located anywhere. They believe that the stent had dislodged into the guide catheter; however, all of the accessories were discarded and so they do not know for sure. The pt status post procedure is unk. No additional clinical sequelae were reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
(B)(4). Eval codes, results: other - due to non return of product and limited details available, root cause undetermined.